Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "low helium" alarm message and had no augmentation. Therapy was discontinued. No pt injury was reported.